Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high unipolar and bipolar impedance, reproducible noise and a polarity switch. It was noted that the patient could feel pacing in unipolar. The ra lead was programmed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the following issues were also noted on the ra lead: suspected crush fracture, unreliable sensing and variable lead impedance. The lead was reprogrammed and a revision has been planned.